Event description:
Medtronic received an explanted mosaic valve, with no information attached except the model and serial number of the valve. Device registration indicates the valve was implanted in 2005. On receipt of device, it appears to have been removed due to structural dysfunction relating to cuspal tear. The hospital has been contacted on several attempts to obtain additional details surrounding the explant of this valve. No additional information has been obtained.

Manufacturer narrative:
Device history reviewed. Device history review found the product met specifications when released for distribution. Analysis: received in a slightly cloudy solution, 0.2% glutaraldehyde, in an explant kit. All leaflets are slightly stiff but flexible. A large tear and abrasions in the left cusp, through the free margin to the belly, adjacent to the non-coronary left commissure appears to be associated with bias and/or long suture tail wear. A small tear and abrasions are noted in the non-coronary cusp free margin adjacent to the left right commissure appears to be due to bias wear contact along the left right stent post. A small hole in the right cusp adjacent to the left right commissure appears to be associated with bias wear contact. Also noted, a small hole in the lunula of the non-coronary cusp between the point of coaptation, and the right non-coronary commissure appears to be due to bias and/or long suture tail wear. A remnant of glistening off white pannus remains attached to the tissue and base stitching extending into the right non-coronary inferior coaptive area. Radiography shows no evidence of mineralization in the valve tissue. Review of the device history record shows that this product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device likely attributed to bias wear and/or contact with a long suture tail. No additional details surrounding this event have been able to be obtained.